Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was playing sports and as a result the touch screen became shattered and unresponsive. There was no known impact to the customer¿s blood glucose. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy.